Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - (B)(6) 2011, inratio - 1.4, lab - 4.7. Therapeutic range is between 1.5 and 2.5. The assistant was not sure if a finger stick was used for the inratio or venous blood.

Manufacturer narrative:
Investigation pending.